Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " drawer b 4 falses positive ".

Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n (B)(4). , s/n (B)(6)). Customer indicated about the false positives. The field service engineer (fse) was dispatched and determined that the false positives are caused due to air blowing directly flowing from portable air conditioner to the instrument. This is an unconfirmed failure of the bd product. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation; other service activities have occurred, such as preventative maintenance, which have changed the configuration of the instrument since release from manufacturing. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was customer workflow induce. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " drawer b 4 false positive. "